Event description:
A patient with severe left ventricular dysfunciton, ejection fraction of 15% and coronary artery disease underwent a diagnostic angiogram via the right femoral artery in 2002. Upon removal of the sheath, manual compression of the site was applied and a small hematoma developed. It was also noted that the patient had a history of chronic renal failure and was on peritoneal dialysis. Ten days later, the right femoral artery was accessed again for an uncomplicated angioplasty and stent. The angio-seal device was used post-procedure to close the access site. The patient was re-admitted to the hospital with hypotension and infection of the right groin femoral access site. The diagnosis was acute myocardial infarction, congestive heart failure, and septic shock. The patient expired. The patient had a pre-existing "do not resusciate" order.